Manufacturer narrative:
Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jan-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jan-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the leads have migrated down. There were no factors reported that could have contributed to the issue. The healthcare provider (hcp) was scheduling a lead revision. The rep noted that the hcp might also swap out the ins.